Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 158 mg/dl. During troubleshooting, it was found that customer had an x-ray with insulin pump attached. Customer does not use sensor features. Customer is unable to complete rewind sequence. Customer removed the batteries as instructed and received a failed battery alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.